Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). The opticross imaging catheter was selected for ultrasound examination of the target lesion. While the device was being advanced, the physician noticed there was a part in the image that appeared to be nurd. The physician continued imaging and during final pullback, the device got stuck and separation occurred. An attempt was made to remove the catheter fragment with another device, but the fragment was stuck on a stent implanted in the rca ostium and could not be removed. No treatment was performed on the separated segment and so far, no patient problems have been observed. The procedure was not completed due to another of the same device not being available. It was further reported that since the device fragment could not be removed on december 1st, the patient was returned to the intensive care unit. From the weekend to the beginning of the week, the patient's condition deteriorated due to other illnesses and the patient passed away on december 8th. No autopsy was performed. The physician's assessment was that a causal relationship with the device was not confirmed, there seemed to be other illnesses, but it may have been a contributing factor.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspection revealed the imaging window was detached near the lap joint section and microscope inspection also revealed the guidewire exit port was damaged. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted. Impedance testing showed no electrical issues. Media provided by the site showed the imaging window detached.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). The opticross imaging catheter was selected for ultrasound examination of the target lesion. While the device was being advanced, the physician noticed there was a part that appeared to be nurd. The physician continued imaging and during final pullback, the device got stuck and separation occurred. An attempt was made to remove the catheter fragment with another device, but the fragment was stuck on a stent implanted in the rca ostium and could not be removed. No treatment was performed on the separated segment and so far, no patient problems have been observed. The procedure was not completed due to another of the same device not being available.